Manufacturer narrative:
Date of event not provided by the complainant. Lot number not provided by the complainant. Product expire date unknown; lot number not provided. Concomitant medical products: ethicon prolift, ethicon prolift +m, ethicon tvt, ams spark: (B)(6) 2011. Product manufacture date unknown; lot number unknown.

Event description:
The patient was reportedly implanted with the following ethicon devices: prolift, prolift+m, and tvt, an ams spark, on (B)(6) 2011, and a cook surgisis anterior pel 1, on (B)(6) 2012, at (B)(6) hospital in (B)(6) by dr. (B)(6) to treat her stress urinary incontinence and/or pelvic organ prolapse. The patient and her attorney have alleged that as a result of these products being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment.

Manufacturer narrative:
Date of event not provided by the complainant. Lot number not provided by the complainant. Product expire date unknown; lot number not provided. Product manufacture date unknown; lot number unknown. Date of event not provided by the complainant. Lot number not provided by the complainant. Product expire date unknown; lot number not provided. Product manufacture date unknown; lot number unknown.

Event description:
The patient was reportedly implanted with the following ethicon devices: prolift, prolift+m, and tvt, an ams spark, on (B)(6) 2011, and a cook surgisis anterior pel 1, on (B)(6) 2012, at (B)(6) hospital in (B)(6), il by dr. (B)(6) to treat her stress urinary incontinence and/or pelvic organ prolapse. The patient and her attorney have alleged that as a result of these products being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment.